Manufacturer narrative:
The device was returned to zoll medical; extensive testing of the device was not able to duplicate the customer's malfunction. A review of the device's activity log was not able to find any evidence to support the customer's report. The device was recertified and returned to the zoll loaner pool.

Event description:
Complainant alleged that the device prompted a "unit failed" message. Complainant did not indicate that there was any patient involvement in the reported malfunction.